Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. Evaluation of the sample by baxter found no visible defects. Results of leak testing showed no leakage was found in the other bloodline sample. The complaint was not confirmed. The sample was sent to haemotronic for further evaluation and batch review, however, the leak could not be confirmed through leak testing. Root cause could not be conclusively determined due to the insufficient information available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer reported to baxter (B)(4) that during prefilling, a leak was noticed in the tubing. There was no patient injury or medical intervention reported. This incident was prior to patient use and no patient was connected.